Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-11. The rep indicated that the surgery has been rescheduled to (B)(6) 2019. The rep would have more details then. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead was replaced. The issue was that patient couldn't get stimulation in the right leg. There were no environmental/external/patient factors that may have led or contributed to the issue. Reps attempted reprogramming. Issue was resolved (after replacement). Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2018, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient was having a lead revision on (B)(6) 2019. The rep had no further details at this time. They would obtain more information from the healthcare professional (hcp) on (B)(6) 2019. The issue began on an unknown date. The issue was not resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction: upon additional review of the event, patient code (B)(4) and device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-29. The lead is not available because it was not removed; it was left in the patient. No serial numbers are available. No further complications were reported/are anticipated.